Manufacturer narrative:
(B)(4). Investigation summary: the long60a device was received for analysis with no visual non-conformances and with two ecr60g cartridge reload present. The cartridge reload (b) was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The cartridge reload (c) was received partially fired 1/16 with the one piece sled detached. In addition the cartridge pan was noted to be dislodged at right proximal side. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a total gastrectomy procedure, after firing half of the recharge and it got blocked. Another one was opened and it also blocked. The surgeon closed manually with the suture. There were no adverse consequences for the patient reported.